Event description:
Pt was undergoing a thoracentesis. The blue clip contained in the tray which is used to prevent the needle from puncturing the tubing would not clip into place. This caused some delay, but no injury to the pt.